Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error- pmc, left) malfunction alarm code. Though requested, no add'l info was provided.